Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 563 mg/dl. The customer had symptoms such as nausea and moderate ketones and treated with injections. Customer's blood glucose value was 398 mg/dl at the time of the call. Troubleshooting was performed. The insulin pump alarmed no delivery. After troubleshoot, insulin exited. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.